Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the pump, and an irrigation test was performed, and the device was not irrigating. For this reason, a guide wire was inserted into the irrigation tube of the device and resistance was felt. Then, the device was dissected and reddish material was found occluding the irrigation tube. A manufacturing record evaluation was performed for the finished device 31590741l number, and no internal actions related to the reported complaint condition were identified. Since reddish residues were observed at the irrigation tube during the irrigation test, it could be inferred that the device was occluded and this failure could be related to the irrigation issue during the procedure described by the customer; therefore, the customer complaint was confirmed. The potential cause could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and when attempting to flush the catheter for a second time, the catheter seemed "clogged" and would not irrigate properly. They tried to flush with the pump and a syringe with no resolution. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported.